Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic after receiving a patient notifier, egm records revealed myopotential oversensing signals. Turning off the lfa filter and isometric testing were recommended.